Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. Concomitant products that used in this study: none. Non-biosense webster devices that were also used in this study: none. Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's report numbers: 2029046-2019-02611, 2029046-2019-02612. Are related to the same incident. (B)(4).

Event description:
This complaint is from a literature source. The following complications were reported in this publication: 6 patients underwent catheter ablation of atrial fibrillation and suffered cardiac tamponade. Multiple requests for clarification have been sent to the corresponding author, but no additional details were provided at this time. If additional details will be provided this report will be updated accordingly. There are 0 death events and 0 device malfunctions reported in this publication. Model and catalog number are not available, but the suspected device is navistar thermocool. Other biosense webster devices that were also used in this study: none. Non-biosense webster devices that were also used in this study: none. Publication details: title: less pulmonary vein reconnection at redo procedures following radiofrequency point-by-point antral pulmonary vein isolation with the use of contemporary catheter ablation technologies. Objective: to investigate whether real-world use of contemporary technologies changed pulmonary vein (pv) reconnection and redo pulmonary vein isolation (pvi) procedure frequencies. Methods: 472 consecutive patients undergoing first and/or redo radiofrequency point-by-point pvi between january 2013 and december 2016 were included.